Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing on stored atrial tachy response (atr) episodes. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).